Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 550 laser fiber was opened for use in a holmium laser enucleation of the prostate (holep) procedure performed on (B)(6) 2018. According to the complainant during preparation and outside the patient, the physician noticed that the tip of laser fiber was broken upon opening the package. The procedure was completed with another flexiva 550 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.